Event description:
The customer reported that the device had a red x indicating it was not ready for use. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.